Manufacturer narrative:
A review of the receiving inspection (ri) for expedium tab breaker, body was conducted identifying that lot number pu118687 was released in a single batch. Batch1: lot qty of (B)(4) units were released on may 23,2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the expedium tab breaker, body (part # 299704310 / lot # pu118687) was received at us customer quality (cq). The device was received with the leaf spring of the device missing from the assembly. Based on device assembly, the leaf spring was welded onto the tip. Since the tip was missing, it can be deduced that the weld failed thus the device was deemed broken. Magnification shows a fracture surface consistent with device breakage. The reported condition of missing components was confirmed as the weld failed. Device failure/defect identified? Yes; weld failure. Leaf spring broke off the tip. Dimensional inspection: dimensional inspection was not performed as internal components were not accessible and the relevant fragment was not returned. Document/specification review: drawing(s) reviewed current & manufactured revisions. Conclusion: the overall complaint was confirmed for the received expedium tab breaker, body as the weld connecting the leaf spring to the tip failed thus the device was broken. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date, prior to use on a patient, the verse tab breaker had no spring clip and flap to retain tabs. There was no patient consequence. Upon investigation findings, this complaint became reportable as a malfunction on (B)(6) 2020. This report involves one (1) expedium spine system tab breaker, body. This is report 1 of 1 for (B)(4)..